Manufacturer narrative:
Block e1: the initial reporter facility name is the (B)(6) hospital (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a040601 captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2026. During the procedure, the tome was introduced into the patient and used to perform a pre incision of the mastoid. When the device was bowed, the wire anchor became dislodged from the catheter, rendering the device unusable. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.